Event description:
It was reported by the physician that a retrospective pt study involving vena cava filters was performed. The physician reported that he identified some cases of filter tilting, caudal migration, and/or perforation. Specific pt, product or event info was not provided; however, x-ray images were provided for review. In this case, the film review identified that the filter appeared to be slightly tilted. The info available does not indicate there was any injury or adverse consequence to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. A product evaluation could not be performed as no sample was received. However, there were two x-ray images reviewed. The images did not contain the date of when they were taken. The first image appears to be a g2 filter placed using the femoral delivery system. The tip of the filter appears to be placed at the middle of l2. The second image shows the filter slightly tilted with the filter tip located at the bottom of l2. It is unk if the slight tilt moved the filter tip to l2 or if it is due to imaging parallax. The exact degree of tilt could not be determined as venacavagrams, with contrast, were not returned and the walls of the cava could not be defined. Therefore, it is unk if the tilt was more than 15 degrees and was not due to imaging parallax. Based on the films that were returned, filter malposition is inconclusive. Definitive root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition.